Event description:
The manufacturer was contacted in references to a malfunction of a simplygo oxygen concentrator. The manufacturer received information stating the device is not charging and the unit is turning off during use. The patient stated the device will only work for 2 hours at a time and there are no error messages on the device while in use. The patient alleges breathing issues and low oxygen. The patient also stated he was hospitalized for the breathing issues and low oxygen and was placed on 4 liters of oxygen and was given medication for his heart and lungs.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.